Manufacturer narrative:
The monitor tech and the nurse reported that the central nurse's station (cns) was intermittently dropping the telemetry transmitters from monitoring. Only devices on 4 north are affected. In one instance, all information including the patient's name disappeared from the cns tile. The cns was also displaying "registered bed is not ready" "comm loss" messages. While nk technical services was speaking to the customer, the hr, rr, and 1/2 the waveforms disappeared and reappeared from a patient's tile. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical devices: the following devices were used in conjunction with the cns and were not the devices that experienced the failure. Transmitter- model: gz-120pa, sn #: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.), device manufacturer date: ni, unique identifier (UDI) #: ni. Transmitter- model: gz-130pa, sn #: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.), device manufacturer date: ni, unique identifier (UDI) #: ni. Org- model: ni, sn #: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.), device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The monitor tech and the nurse reported that the central nurse's station (cns) was was intermittently dropping the telemetry transmitters from monitoring. Only devices on 4 north are affected. In one instance, all information including the patient's name disappeared from the cns tile. The cns was also displaying "registered bed is not ready" "comm loss" messages. While nk technical services was speaking to the customer, the hr, rr, and 1/2 the waveforms disappeared and reappeared from a patient's tile. No patient harm was reported.

Event description:
The monitor tech and the nurse reported that the central nurse's station (cns) was intermittently dropping the telemetry transmitters from monitoring. Only devices on 4 north were affected. In one instance, all information including the patient's name disappeared from the cns tile. The cns was also displaying "registered bed is not ready" and "comm loss" messages. While nk technical services was speaking to the customer, the hr, rr, and 1/2 the waveforms disappeared and reappeared from a patient's tile. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the monitor tech and the nurse reported that the central nurse's station (cns) was intermittently dropping the telemetry transmitters from monitoring. Only devices on 4 north were affected. In one instance, all information including the patient's name disappeared from the cns tile. The cns was also displaying "registered bed is not ready" and "comm loss" messages. While nk technical services was speaking to the customer, the hr, rr, and 1/2 the waveforms disappeared and reappeared from a patient's tile. No patient harm was reported. Service requested / performed: troubleshooting: nk ts was unable to troubleshoot the issue with the customer. However, the customer thought that a cns software upgrade (from v 1-06 to v 2-40) would resolve the issue. Investigation summary: the customer reported 3 days after submitting this ticket, a similar event in ticket 69664, regarding the cns randomly dropping/discharging patients without user input. Under ticket 69664, it was identified that the screen was not being locked by some of the telemetry techs, which could contribute to the intermittent nature of the reported issue. Per nk ts notes, the issue has been resolved by updating the software of the connected gz transmitters to 02-22. Per mmbex 171 [a] - co-3349, the version update to v02-22 added a mode to initiate with a locked screen when powering on the gz transmitters. Additionally, the key lock state was set as a default setting to eliminate it from reverting to the unlocked state when powering down then powering back up the gz transmitter. A review of the history of the serial number identified that there were no tickets generated regarding devices disappearing on the cns or the cns randomly discharging patients after the software had been updated. Based on the available information, a definitive root cause could not be identified. However, the issue resolution suggests that not locking the screen may have contributed to the issue. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: transmitter: model #: gz-120pa approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Transmitter: model #: gz-130pa approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative corrected information: removed the "org" device information from the above "additional device information" list, as this device is not needed to support the functionality of the gz transmitters.

Manufacturer narrative:
Details of complaint: the monitor tech and the nurse reported that the central nurse's station (cns) was intermittently dropping the telemetry transmitters from monitoring. Only devices on 4 north were affected. In one instance, all information including the patient's name disappeared from the cns tile. The cns was also displaying "registered bed is not ready" and "comm loss" messages. While nk technical services was speaking to the customer, the hr, rr, and 1/2 the waveforms disappeared and reappeared from a patient's tile. No patient harm was reported. Service requested / performed: troubleshooting: nk ts was unable to troubleshoot the issue with the customer. However, the customer thought that a cns software upgrade (from v 1-06 to v 2-40) would resolve the issue. Investigation summary: the customer reported 3 days after submitting this ticket, a similar event in ticket 69664, regarding the cns randomly dropping/discharging patients without user input. Under ticket 69664, it was identified that the screen was not being locked by some of the telemetry techs, which could contribute to the intermittent nature of the reported issue. Per nk ts notes, the issue has been resolved by updating the software of the connected gz transmitters to 02-22. Per mmbex 171 [a] - co-3349, the version update to v02-22 added a mode to initiate with a locked screen when powering on the gz transmitters. Additionally, the key lock state was set as a default setting to eliminate it from reverting to the unlocked state when powering down then powering back up the gz transmitter. A review of the history of the serial number identified that there were no tickets generated regarding devices disappearing on the cns or the cns randomly discharging patients after the software had been updated. Based on the available information, a definitive root cause could not be identified. However, the issue resolution suggests that not locking the screen may have contributed to the issue. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: org: model #: ni serial #: ni approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni unique identifier (UDI) #: ni transmitter: model #: gz-120pa sn #: ni approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni unique identifier (UDI) #: ni transmitter: model #: gz-130pa sn #: ni approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni. Unique identifier (UDI) #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The monitor tech and the nurse reported that the central nurse's station (cns) was intermittently dropping the telemetry transmitters from monitoring. Only devices on 4 north were affected. In one instance, all information including the patient's name disappeared from the cns tile. The cns was also displaying "registered bed is not ready" and "comm loss" messages. While nk technical services was speaking to the customer, the hr, rr, and 1/2 the waveforms disappeared and reappeared from a patient's tile. No patient harm was reported.